Manufacturer narrative:
The glidescope smart cable was returned for evaluation. The reported loss of image, when manipulating the smart cable, was confirmed. Since the customer purchased a replacement and there are no repairs available for this device the smart cable was scrapped. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer used the glidescope smart cable as a (B)(6) for the purchase of a new spectrum smart cable. The device evaluation is anticipated upon receipt of the device. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would drop when the smart cable was bent, reportedly a second blade was tested with this smart cable and produced the same issue. A second glidescope system was used to complete the procedure, reportedly there was a five (5) minute delay while the second device was prepared. No harm to patient or user was reported. No harm to patient or user was reported.